Event description:
During a generator replacement surgery, a physician identified a torn part of the silicone tubing on the patient's lead approximately 0.9 cm away from the lead pin. Diagnostic tests were performed and revealed results within the normal limits. The torn portion of the lead tubing was covered with a tie-down to prevent bending of the lead at the tear location. The distributor suspected that the tear may have only occurred in the outer layer of the lead tubing. The device history records were reviewed for the lead and revealed that the lead met all functional specifications prior to release for distribution. No additional relevant information has been received to date.

Event description:
The physician confirmed that the tear was only in the outer tubing of the lead body. The physician believed he originally implanted the lead in a slightly bent position, which may have contributed to the tubing tear. He reported that he did not believe there was a defect related to the lead product. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date, corrected data: initial report inadvertently did not include device manufacture date.